Manufacturer narrative:
This ipg serial number is included in a field advisory.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06302. The pt (B)(6) is currently implanted with two ipgs. It was reported the pt's ipg is not holding its charge. In addition, it is alleged the ipg is exhibiting an electric shock and motor contraction upon start which in turn leads to device shutting down. It was not specified to the MFR which of the two ipgs is exhibiting the reported problems. The pt is working closely with her pain mgmt team to determine the next course of action in this matter.